Event description:
On 2/8/90, device was implanted. On 7/11/96, the reservoir was revised. On 8/9/96, the pump was removed from the pt and replaced due to erosion-separated at joint, extruded, then infection.